Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter was allegedly difficult to retract and the tip allegedly detached in the second lesion in the popliteal artery. It was further reported that the recanalization catheter was stuck in the vessel and was surgically removed. The procedure was reportedly completed by performing a popliteal to dorsalis pedis bypass. Reportedly, there was no known impact or consequence to patient.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the device was returned. The distal tip was returned detached with 0.4cm of the core wire still attached. A 14.2cm segment of the catheter was also returned detached and was stretched and bunched in appearance. The marker band was returned detached. The rest of the catheter that contains the transducer handle measured 154.8cm in length from the point of detachment to the strain relief. The distal end of the outer catheter was stretched at the location of the detachment. The distal end of the introducer sheath was examined under the microscope and was noted to be damaged, likely indicating sheath retraction issues. Functional/performance evaluation: no functional testing was performed due to the condition of the returned sample. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is confirmed for a tip detachment, catheter detachment, and marker band detachment. The investigation is confirmed for sheath retraction issues, as the distal end of the sheath was damaged. The definitive root cause for this event could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: specific warnings, precautions and directions for use of the crosser recanalization catheter are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.